Event description:
The dentist reported that the titanium hexed uniscrew broke after 6 years and had to be replaced.

Manufacturer narrative:
Upon the complaint investigator's visual inspection of the returned device, it was confirmed to be fractured. Only the hexed portion of the screw was returned. Visual inspection did not result in any indication of a manufacturing deviatoin causing the fracture.(B)(4)